Event description:
It was reported that high impedances were observed on the day of surgery, with measured values of 36396 on electrode 1 and 40000 on electrode 13. The impedance issue is ongoing and has not been resolved. No surgical intervention or lead revision is planned, and the healthcare provider is aware of the high impedances. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-45, serial/lot #: (b)(6, ubd: 18-dec-2011, UDI#: (B)(4); product ID: 3 778-45, serial/lot #: (B)(6), ubd: 18-dec-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.